Event description:
After further review, it was determined the previous reported event pertains to MFR. Report # 3007566237-2016-04105. All additional information will be now followed in that report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding an unknown patient receiving an unknown drug via an implantable pump for an unknown indication for use. On (B)(6) 2016, an event occurred that was similar to an event that was reported to have occurred on month later on (B)(6) 2016. The complaint reported that when the pump catheter and the spinal catheter were being connected with a catheter connector, the two catheters could not be connected with the catheter connector. The connector was checked and the metal part on the "part that was inserted into was bent". Each catheter was disconnected and an attempt was made to connect them using the catheter connector, but both metal parts inside of the connector were bend so they could not be connected. The hcp commented that "this seemed to be happening a lot". An accessory kit was opened and the connection was able to be done without any problems using the connector inside the kit. There was no adverse event reported.